Event description:
It was reported that a parapac plus 310 japanese panel showed a discrepancy during peep pressure measurement. The airway pressure gauge displayed readings that did not match the actual measured values (e.g., 5 cmh2o indicated vs 10 cmh2o measured, and 10 cmh2o indicated vs 15 cmh2o measured), suggesting a measurement error. Here was patient involvement; however, no patient harm or adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 was updated. D5 - operator of device was updated. D7a - single use device was updated. G4 - PMA/510(k) # was updated. H4 - device MFR date - updated. The suspect device was returned for evaluation. No service activity was recorded within the past 12 months. Visual inspection and functional testing were performed, and no defects were observed in the product¿s appearance. The reported issue could not be confirmed, and the probable cause could not be determined. The device successfully passed all functional tests without requiring repair.